Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('deal with monster inside the body when get them removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth loss ("lost three teeth due to e-crap"), urinary tract infection ("uti"), headache ("headaches"), abdominal distension ("bloating"), inflammation ("inflammation") and oedema ("water weight gain"). The patient was treated with surgery (essure removal in jan 6th). Essure was removed. At the time of the report, the medical device removal and tooth loss outcome was unknown, the urinary tract infection and headache had resolved and the abdominal distension, inflammation and oedema was resolving. The reporter considered abdominal distension, headache, inflammation, medical device removal, oedema, tooth loss and urinary tract infection to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : abdominal distension, headache, inflammation, medical device removal, oedema, tooth loss and urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('deal with monster inside the body when get them removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth loss ("lost three teeth due to e-crap"), urinary tract infection ("uti"), headache ("headaches"), abdominal distension ("bloating"), inflammation ("inflammation") and oedema ("water weight gain"). The patient was treated with surgery (essure removal in (B)(6)). Essure was removed. At the time of the report, the medical device removal and tooth loss outcome was unknown, the urinary tract infection and headache had resolved and the abdominal distension, inflammation and oedema was resolving. The reporter considered abdominal distension, headache, inflammation, medical device removal, oedema, tooth loss and urinary tract infection to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media: abdominal distension, headache, inflammation, medical device removal, oedema, tooth loss and urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events medical device removal, bloating, inflammation and water weight gain were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.